Event description:
Event description boston scientific received information that this transvenous atrial pacing lead exhibited a fracture at the clavical bone. The lead was surgically abandoned and replaced with another boston scientific atrial pacing lead. During the lead revision, the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced with another boston scientific crt-d, due to the microswitch recall advisory for that device model. The device was functioning appropriately, and no patient symptoms were reported.